Manufacturer narrative:
The laser system was serviced in the field on october 16, 2017. Upon visual inspection, it was found that the communication cable had become disconnected from the top cover assembly, likely the result of vibration during use/movement of the system. The communication cable was reconnected; the system tested and verified to specification.

Event description:
It was reported that during preparation for a procedure and with a patient on the table (pot), the display froze when the laser system was powered up. The procedure was completed using a different device. There was no patient injury reported.